Event description:
It was reported that the user received multiple occlusion alerts on the infusion set and had elevated blood glucose recorded at 229 mg/dl, which resolved after a supply change; the problem was characterized as an obstruction of flow associated with the connector/coupler of the infusion set. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.